Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7163807. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-06-12. Medical device lot #: 7144566. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-05-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd precisionglide" needle was found with smoked, dark metallic discoloration. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: qn review: a notification search was performed for grind batches involved. There were zero notifications written on these grind batches that would indicate issues with surface imperfections in/on cannula. DHR review: there were zero notations made at post-soni clean for any imperfections in/on the cannula. Cannula information is that this material is 25 x 1 ¿ rw h-1000, by specification sp100065. Cannula grind batches that went into complaint assembly batch 7163807: 7150697 & 7130649. Cannula grind batch that went into complaint assembly batch 7144566: 7130649. The auto cut batches came from slp and cannula (B)(4) ground them. A photo was received in the (B)(4) plant for evaluation. The picture does appear to have surface imperfections on the shaft of the needle. With no sample it is not possible to determine a definitive root cause. The cannula appears to have surface imperfections and could have been caused by the tubing manufacturing process. Visually this appears to be cosmetic in nature but a sample scan could give more insight. The defect has not been determined to be caused during cannula manufacturing, therefore no corrective action will be initiated at this time.